Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reported a blood glucose (bg) level of 248 mg/dl prior to the alarm. The bg level was addressed with a manual injection and the cause of the bg level was unknown. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarm was verified. Functional testing was performed and no failure was identified related to the reported elevated blood glucose level.